Event description:
It was reported that on (B)(6) 2015 implanted from l4 to l5 by plif using some screws. Implanted 4 screw and l4 left, l5 right. On (B)(6) 2016, implanted to extend by peek to s from l5 by plif. Implanted 2 screws for si and fixed for l4-s by screw (s1right). Unk date, it was confirmed 3 screw were broken (l4left,l5right,s1right). On (B)(6) 2017 removed broken 3 screw and implanted new screws.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Visual inspection and functional inspection could not be performed. The plausible root cause of the event is could not be determined due to insufficient information and without device evaluation.

Event description:
It was reported that on (B)(6) 2015 implanted from l4 to l5 by plif using some screws. Implanted 4 screw and l4 left, l5 right. On (B)(6) 2016, implanted to extend by peek to s from l5 by plif. Implanted 2 screws for si and fixed for l4-s by screw(s1right). Unk date, it was confirmed 3 screw were broken(l4left, l5right, s1right). On (B)(6) 2017 removed broken 3 screw and implanted new screws.